Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 16nov2018. Philip's field service engineer (fse) confirmed the reported touchscreen issue. The fse calibrated the touchscreen and was unable to reproduce the customer's issue after calibration. The fse replaced the touchscreen to address the reported problem. The fse performed the touchscreen calibration, electrical safety test and controls test. All tests passed.

Event description:
The customer reported that the touchscreen was not responding as it should. It responded to touch but in the wrong spot. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08jan2019. Date received by manufacturer: 07jan2019. During further investigation (fi), a visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was installed in an fi test ventilator. The test ventilator was powered up from ac and delivered breaths. The ac led indicator turned on. The touchscreen responded to touch command. The touchscreen calibration passed. The ventilator operated for one (1) hour without failure. Post was performed 25 times without generating any failures. The touchscreen assembly was tested and no failures were identified.